Manufacturer narrative:
Additional information: d4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the insufflation port was intact. The locking collar, main valve seal, and converter doors appeared intact. The inflation syringe was received. The obturator was received. Functionally, the balloon was inflated using the returned inflation syringe, it was properly formed and no leaks were detected. The converter doors when actuated opened and closed securely. The lock collar moved up and down the cannula and snapped securely in place. A test insufflation bulb was attached to the insufflation port and supplied air was injected into the cannula. The air did not flow through the tubing and cannula. It was reported that the balloon would not inflate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of 'excessive adhesive' that had no relationship to the reported condition. Visual inspection noted that the insufflation valve was blocked. The most likely cause was determined to be manufacturing related. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic surgery, the carbon dioxide (co2) gas was not injected. A new device was used to resolve the issue. There was no patient injury.